Manufacturer narrative:
The reported complaint of the lifeband disengaging and falling off from the left side while using the autopulse platform (serial # (B)(4)) was confirmed during the functional testing. The investigation findings revealed of a worn autopulse's channel die cast as a result of wear and tear. The returned autopulse platform was manufactured in october 2011 ad it is nearly 8 years old, well beyond its expected serviceable life of 5 years. The channel die cast assembly was replaced to remedy the reported complaint. Unrelated to the reported complaint, cracked front enclosures on the autopulse platform were observed during visual inspection. Also identified, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. These types of physical damages and faulty component on the platform was likely attributed to an aging device. The enclosures were replaced to addressed the damages covers and deburring of the sticky clutch plate to remedy the drive shaft issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, customer reported that the lifeband disengaged and fell off from the left side while using the autopulse platform (serial # (B)(4)). Crew was unable to initiate compression with the platform in which they immediately reverted to manual CPR. No known impact or consequence to patient information was provided.